Manufacturer narrative:
The sample is being made available but has not been returned at this time. A follow-up will be filed once the plant has finished their evaluation.

Event description:
A peritoneal dialysis (pd) patient's nurse reported finding a fluid leak. The nurse was at the patient's home and found fluid leaking from a cassette and called for a replacement. The patient discontinued treatment without completing. The set is being made available. During follow up the pd nurse reported the patient was prescribed prophylactic antibiotics and has continued to show no sign of infection or complication. No adverse event reported at this time.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.